Event description:
Noticed my left eye was red, didn't wear my contacts for three days until the redness cleared up. Have noticed that my vision is blurry, and more sleepy matter then usual. Also had some sharp pains. Then I heard about this recall for renu with moistureloc, which I use . Have not been to the doctor yet, since the redness went away.